Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they cannot use the machine. Further information was provided that the device starts repeatedly. There was no adverse patient impact reported.